Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. After ablation and post mapping, the mapping catheter was removed, and the physician re-advanced the farawave catheter. The physician noticed that there was air that was being pulled back from the side arm of the sheath. The sheath was moved back and forth to see if the sheath would seal better. The farawave catheter was then removed, and the sheath was noted to have worked. The farawave catheter was introduced, and the same issue occurred again. The same troubleshooting was performed, and air was still introduced through the side arm of the sheath. The farawave catheter was removed, flushed and it worked as expected. The same process was done with the non-bsc mapping catheter, and the same air was introduced. It was noted that replacing the sheath resolved the issue, and the procedure was completed successfully without patient complications. The sheath was returned for analysis.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. After ablation and post mapping, the mapping catheter was removed, and the physician re-advanced the farawave catheter. The physician noticed that there was air that was being pulled back from the side arm of the sheath. The sheath was moved back and forth to see if the sheath would seal better. The farawave catheter was then removed, and the sheath was noted to have worked. The farawave catheter was introduced, and the same issue occurred again. The same troubleshooting was performed, and air was still introduced through the side arm of the sheath. The farawave catheter was removed, flushed and it worked as expected. The same process was done with the non-bsc mapping catheter, and the same air was introduced. It was noted that replacing the sheath resolved the issue, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.